Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and reproduce the reported issue. The fse found the pressure cable to be faulty. The customer replaced the pressure cable. The iabp passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) generated tech errors 67 & 107. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) generated tech errors 67 & 107. There was no patient involvement and no adverse event was reported.